Event description:
It was reported that foreign material was found on the device. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty and stenting procedure in the superficial femoral artery. During the procedure outside the patient, an attempt was made to use the device, but there were problems with the catheter, and a white drug particle was observed on the stent. The device was exchanged for another of the same. No patient complications were reported.

Event description:
It was reported that foreign material was found on the device. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty and stenting procedure in the superficial femoral artery. During the procedure outside the patient, an attempt was made to use the device, but there were problems with the catheter, and a white drug particle was observed on the stent. The device was exchanged for another of the same. No patient complications were reported. It was further reported that there was no foreign material. No white drug particle was observed. When the catheter was advanced, resistance was felt.